Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the syringe for the creatinine module. The fse inspected the reat of the cup modules and found that the total protein module syringe was also leaking, which was replaced. The fse calibrated the chemistries as needed, ran customer qc, and verified repair per established procedures. All results meet published performance specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 800 pro synchron chemistry analyzer was generating reagent level low errors on the creatinine module. The customer pulled up the reagent module and saw that the reagent pump was leaking. The customer discovered dried reagent around the syringe. No injury was reported for this event.